Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking issue due to infusion set dropped the pump and got pulled out on (B)(6) 2026. No further information is available.